Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. When removing air from the bag, a small hole was found through which the parenteral nutrition leaked out. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter phone no.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from december 14, 2022 to december 15, 2022. H10: the actual device was received for evaluation. Visual inspection was performed and a tear was observed near the lower right side or edge in the back side of the eva bag. Functional testing was performed and a leak was observed at the lower right side near edge in back of the bag. The reported condition was verified. The cause of the condition could not be determine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.